Event description:
It was reported that patient experienced that infusion set fell off during use event on 06 June 2026

Manufacturer narrative:
Initial 1 of 2.Based on the available information, this event is deemed to be a Reportable MalfunctionRequest was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380